Event description:
It was reported that the customer's insulin pump had a priming anomaly. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
Insulin pump received with protruded and loose drive support disk, minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip. Insulin pump was unable to prime during the prime test, due to protruded and loose drive support disk.